Event description:
On 12/13/93 rptr had explant surgery for 2 (right and left) ruptured silicone implants, due to persisting pain in right breast. The ruptured right implant caused silicone to attach to muscle in right breast causing the pain. Because of the rupture, excess tissue had to be removed and rptr is now left with large scars and persisting pain in breast. Implants were in 1979. She has had many medical problems and problems with implants since. Rptr was 37 at time of implant. Implant was for augmentation. Rptr has been to several drs for pain in joints, infections, eye irritation and bladder problems.